Event description:
User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, called for assistance with a gas loss alarm. She reported that she thinks the alarm has gone off about every two hours and that they have been using the iab fill key to restart the pump like they were instructed before. She called to see if they were troubleshooting correctly. First, the esp personnel had user trace the helium tubing to check for any sign of blood to include discoloration, rust or black flakes, etc., to which she denied. She also verified all tubing, and connections were appropriate and secure and there was no condensation in the helium tubing. Then the esp personnel had user print an alarm history log so we could see exactly how many times and how often the alarm had gone off. The alarm had gone off two times early this morning (right at the two-hour mark), then again three times in a row around 11:00 am. The alarm did not go off for four more hours and had not gone off since. Further troubleshooting reveled that this patient was a cardiac arrest, on hypothermia protocol, ventilated with a peep of 8, and tachycardic in the 100s. The esp personnel reviewed the nature of the alarm with user and explained that the alarm was likely being triggered by a combination of the above referenced clinical factors. The call was ended. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is kaiser permanente san jose medical. User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, called for assistance with a gas loss alarm. She reported that she thinks the alarm has gone off about every two hours and that they have been using the iab fill key to restart the pump like they were instructed before. She called to see if they were troubleshooting correctly. First, the esp personnel had user trace the helium tubing to check for any sign of blood to include discoloration, rust or black flakes, etc, to which she denied. She also verified all tubing, and connections were appropriate and secure and there was no condensation in the helium tubing. Then the esp personnel had user print an alarm history log so we could see exactly how many times and how often the alarm had gone off. The alarm had gone off two times early this morning (right at the two-hour mark), then again three times in a row around 11:00 am. The alarm did not go off for four more hours and had not gone off since. Further troubleshooting reveled that this patient was a cardiac arrest, on hypothermia protocol, ventilated with a peep of 8, and tachycardic in the 100s. The esp personnel reviewed the nature of the alarm with user and explained that the alarm was likely being triggered by a combination of the above referenced clinical factors. The call was ended. No harm or injury reported.